Event description:
It was reported that during a da vinci s procedure, the electrosurgical unit (esu) was incorrectly set to fulgrate mode instead of desiccate mode when using the monopolar curved scissors instrument (mcs) with a tip cover accessory installed. The tip cover accessory was removed and replaced to complete the planed procedure. No pt harm, adverse outcome or injury was reported. The customer reported malfunction does not itself, constitute a FDA reportable event, however, engineering discovered evidence that an arcing event occurred during internal evaluation of the accessory.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Engineering observed a hole burnt through the silicone portion of the tip cover. The silicone exhibits localized melting around the hole, indicating an arcing event occurred. The hole is -.035" in diameter and located .315" above the silicone to sleeve interface. The tip cover also has a mechanical tear at the tip, on the opposite side of the hole. Recommended power settings for a given mode are provided to the customer in the electrosurgical unit (esu) settings and footswitch cables instructions for use.